Event description:
The customer called and reported receiving motor error and no delivery alarms. The motor error occurred while customer was sleeping. The customer's blood glucose was not known. The insulin pump was not exposed to a strong magnetic field. When attempting to complete rewind sequence, the motor error would recur. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis. When customer received no delivery alarm, his blood glucose was 141 mg/dl. The customer mentioned that his infusion sets would come off every evening. The customer was advised to do a complete set change.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.